Event description:
Boston scientific received information that during a recent routine follow up visit, it was noted that this right ventricular (rv) lead exhibited a lead safety switch and noted that the impedance measurements were greater than 2500 ohms and has been or several months. Also noted at that follow up visit there was no capture at max outputs and no sensing noted. The lead is believed to be fractured. A revision procedure is being scheduled to explant and replace the lead. To date, there have been no adverse patient effects reported.

Event description:
New information was received that this lead was surgically abandoned and successfully replaced. The patient was in chronic atrial fibrillation, so a new single chamber device was implanted and the atrial lead was removed. No adverse patient effects have been reported to date.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This lead was surgically abandoned; therefore, the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.